Event description:
The recipient is reportedly experiencing cellulitis and presented with a pimple under the headpiece. The recipient was advised to discontinue device use and prescribed antibiotics (type unknown). The recipient has reportedly been cleared to resume device use.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's issue reportedly resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.